Event description:
The patient¿s mother reported that while the patient was at school, a pod error occurred and the patient¿s blood glucose levels rose to greater than 500mg/dl. The mother instructed school personnel to remove the pod and transition the patient to backup insulin injections. The patient subsequently developed symptoms including nausea and stomach pain and was taken to the hospital on (B)(6) 2026. The patient was diagnosed with diabetic ketoacidosis and treated with an insulin drip and intravenous fluids for hydration. The patient¿s mother reported that the patient was hospitalized for approximately two days; however, she also reported that treatment was on-going for four days. The length of hospitalization and discharge date could not be confirmed despite multiple good-faith efforts for clarification. No further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported pod hazard alarm or determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.